Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added and the following (b3) correction due to an error. It was stated that the reportable malfunctions identified during the device evaluation included the distal end had a crack and leak at the forceps elevator. Correction: the reportable malfunction identified during the evaluation was only that foreign material was found inside the light guide lens, air/water tube and the air/water cylinder. The damage of the distal end and leak at the forceps elevator are not considered to be reportable as these symptoms have been assessed and pose no potential to cause or contribute to a death or serious injury if they were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Issue 1 (foreign material in air/water cylinder and channel) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the forceps elevator, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Issue 2 (foreign material in light guide lens) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: issue 1 - evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Issue 2 - evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to insufficient cleaning, there was foreign material inside the light guide lens, air/water tube and the air/water cylinder; the distal end had a crack and there was a leak at the forceps elevator. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the grip, right/left knob, up/down knob, switch box, scope connector cover unit and image guide protector were scratched; the air/water cylinder and suction cylinder had no color; the sheet holder unit and plate had corrosion due to water leakage; the universal cord coating and connecting tube coating were peeling and the adhesive around objective lens had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the device cleaning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.